Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2019, the patient tried to connect to the ins using their new recharger and programmer, but they were seeing poor communication messages. It was noted that because their prior recharger had gone out they could not charge the ins, and they started using their tens unit. Troubleshooting with patient services did not resolve the poor communication, so they redirected to see a doctor to have their device checked to determine if the ins went into overdischarge. It was noted the patient did not have a doctor at the time of the call, but they were going to get a new doctor. No symptoms were reported. Additional information was received from the patient on (B)(6) 2019. They reported that the ins was dead after 7 years, so it was replaced. The date of replacement was (B)(6) 2019. The patient did not know what was done with the explanted device. Additional information was received from the rep on (B)(6) 2019 they noted they had not been made aware of the replacement surgery until the day after the surgery. Additional information was received from the rep on december 12, 2019. The rep reported that the managing provider only told the rep that the patient wanted to replace the battery. They were not informed of a depleted battery, so no action was taken to try and recharge the ins. Regarding the status of the explanted ins, the rep reported it is in the possession of the hospital where the explant took place and it is their protocol to retain all explanted materials, including implants. The patient was scheduled for a follow up appointment on (B)(6) 2019, but the patient canceled and didn't show up for the appointment. No further complications were reported or anticipated.